Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a motion sensor test failure alarm. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced, and to return the broken device for analysis.

Manufacturer narrative:
Unable to perform self test, a21 error test, basic occlusion, occlusion and no delivery test due to unit received with a35 alarm during rewind due to encoder out of phase. However, the insulin pump passed operating currents. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.